Event description:
It was reported that the customer went to the emergency room (ER) with a low blood glucose (bg) level displayed as "low". A specific bg value was not provided. Cause was not known. Customer was treated basqimi to address the elevated bg. Customer was discharged later the same day, (B)(6) 2025 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.